Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported she woke up screaming so loud her daughter heard her in the waiting room. After three days of screaming, they did a myogram. They found that the paddle had slipped and was laying on a nerve in her stomach. In those four days it had totally stimulated or blown the patient's nerves out from under her breast to her stomach and 360 all the way around. It damaged nerves all around. The patient was in the hospital from (B)(6) 2015. The patient went home a couple days and then readmitted her. The patient said she still could not touch her stomach. The patient said the doctor called the manufacturer and that the manufacturer knew all about her. The patient was not impressed with the manufacturer. The patient was sitting there in pain level 8-9. This issue occurred suddenly.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that they were experiencing thoracic radiculopathy post implant. There was significant abdominal pain. The patient was in and out of the hospital and was recently readmitted to the hospital to get her pain under control. The rep saw the patient today and the patient did not have the programmer with her and the device was off. The device was functional and the patient had it turned off and it was left off. The doctor had not experienced this patient having these symptoms before. The surgeon ordered imaging and the device was fine after diagnostics (CT scans, etc.). The surgeon went back to surgery to reposition the paddle a week after initial implant, but nothing was restricted so he didn't do anything. The healthcare provider (hcp) ordered another CT and nothing unusual had come back. The patient was still experiencing abdominal pain and the issue had not been resolved at the time of this report. The patient did not want the implantable neurostimulator (ins) or lead explanted at this time. The rep later reported that the patient's managing physicians were trying different medications to get her pain under control. As of now, nothing had changed. The patient's relevant medical history includes failed back surgery syndrome, spinal pain, and non-malignant pain.